Event description:
It was reported to medtronic neurosurgery by the patient's family that the peritoneal catheter was implanted in (B)(6) 2013. In (B)(6) 2014, the patient was reported to be walking unsteadily so they went to the hospital to get checked out. The patient was told that the peritoneal catheter was blocked and needed to be revised. The catheter was explanted from the patient sometime in (B)(6) 2014, the exact date is unknown. It was also reported that several days after the peritoneal catheter was explanted, the patient passed away. The cause of death was not reported.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Death has been selected as the outcome that attributed to adverse event. The cause of patient death remains unknown. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.